Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with cracked end cap.

Event description:
It was reported that the customer's insulin pump has cracks and the bottom of the device was falling off. The customer's blood glucose was 400mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.